Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not allowing to access two medications on all the stations. A technical support specialist called the customer and requested to speak with the nurse about the pyxis problem. The customer checked with nursing unit and found out nurse not scheduled to work this weekend and unknown when nurse will return as nurse is a contract worker and advised to close the case since no definite time to speak with the nurse can be ascertained. The specialist advised customer that they could open another case, referencing this case, when the nurse returns and is still having the same problem, so customer granted permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurse was unable to access two medications (med ID: sodi100i11 and sodi100016) across all stations, as they appeared grayed out. Other nurses could access the same medications, and the user was able to access other meds without issue. There were no adverse events or injuries reported based on this incident.